Manufacturer narrative:
The manufacturer previously received information alleging an issue with the screen related to the device simplygo mini electric ventilator. The device was returned to the third-party service center. During the evaluation of the device at the third-party service center, the device was visually inspected and found main pca is burnt. Additionally, sieves are clogged, display is damage and non-operational, air side and o2 side are leaking, inlet filters need to be changed due to preventive maintenance. The customer complaint was reproduced. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for evaluation. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Previously mentioned event description was incorrect. The correct/updated event description should be- the manufacturer received information alleging an issue with the screen related to the device simplygo mini electric ventilator. There was no report of patient harm or injury. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found thermal event as the main pca is burnt. There was no evidence of foam degradation found during evaluation. Additionally, sieves are clogged, display is damage and non-operational, air side and o2 side are leaking, inlet filters need to be changed due to preventive maintenance. Compressor inlet filter, sieves, pca, front cover, o2 side, air side were replaced. The customer complaint was reproduced. In this report, box h, b has been updated or corrected.

Event description:
The device was returned to the third-party service center. During the evaluation of the device at the third-party service center, the device was visually inspected and found main pca is burnt. Additionally, sieves are clogged, display is damage and non-operational, air side and o2 side are leaking, inlet filters need to be changed due to preventive maintenance. The customer complaint was reproduced. The customer complaint was reproduced. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for evaluation. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.